Event description:
The patient's husband reported an infusor which had delivery stop during patient use. The infusor was reported to have delivered about 75% of the medication. The device was filled with a solution of fluorouracil and 5% dextrose. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information received from the facility on (B)(4) 2011: the infusor was not believed to be the cause of this incident. The patient line may have been kinked or occluded, resulting in no flow. The device was not alleged to be defective. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.